Event description:
A (B)(6) female admitted with diagnosis of right shoulder rotator cuff tear. She underwent an arthroscopic rotator cuff repair of her right shoulder. Intra-op per surgeon noted pump malfunction during of the procedure and the pt had some more than normal swelling of the anterior arm. Per surgeon, pump switched and swelling noted to be resolving by the end of the procedure. Of note per staff, unit did not seem to detect the instrument that was attached. Water/irrigation spilled on the floor. MFR rep, (B)(4) notified, (B)(4). Also spoke to (B)(4) at smith & nephew, very cooperative in setting up s&h for unit to be evaluated once clearance obtained at our hospital.